Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog # 42502206202, persona cr porous femoral component, lot # 62745119. Catalog # 42522000511, persona cr articular surface, lot # 62621465. No devices were received; therefore the condition of the components is unknown. Two photographs were returned showing the distal side of the tibial plate after explanted. The pegs were cut off during removal and there is foreign material on the posterior portion of the plate and surrounding edges, likely the start of bone ingrowth. There is also evidence of ingrowth on both pegs. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to severe degenerative joint disease. Range of motion and stability were checked with trial components. After releases were performed, acceptable extension and flexion were achieved with well-balanced gaps and excellent patellar tracking. Final components were implanted using a cementless technique. Review of primary operative notes does not indicate root cause. A product history search revealed no additional complaints against the related part and lot combinations. Revision operative notes were not provided, but it was reported that the tibial plate was well fixed. It does not appear as though the femoral component was revised. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
A product history search identified no other reported complaints for the part and lot combination of the tibial component. New information received for evaluation included primary operative notes, revision operative notes, and implant label stickers. Operative notes from the primary surgery confirm that the patient underwent a cementless right total knee arthroplasty due to severe degenerative joint disease of the right knee. It was previously reported that the tibial component was well fixed at the time of revision, however the revision operative notes state the procedure was due to aseptic loosening of a zimmer persona tibial implant. The tibial component and the articular surface were removed and the new component was cemented in place including a stem. Neutral extension flexion to 135 degrees with good stability was noted with the final implants. The femoral and patellar components were intact and therefore were not revised. The patient had additionally undergone manipulation due to arthrofibrosis where the patient had only 95 degrees of flexion. With the help of the procedure, the patient was able to attain 140 degrees of flexion. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. The device in question was implanted prior to this field action.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. Tibial component was found to be well fixed during the revision.